Manufacturer narrative:
Product is scheduled to be returned but has not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file# (B)(4). Product return anticipated.

Event description:
Customer reported that the alarm is not sending a signal to the nurse call system. Unit was tested with a known working nurse call cable. The date the issue was discovered is unknown and no patient incident or injury was reported.

Event description:
Supplemental required for additional information.

Manufacturer narrative:
Product was received with a small indentation on the upper end of the unit. The reported issue was confirmed of the alarm not sending a signal to the nurse call station. The mechanical/functional findings revealed signs of moisture exposure that caused the unit to not send a signal to the nurse call test fixture. Based on these findings, it is unlikely that a manufacturing non-conformity contributed to the unit not sending a signal to the nurses station. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file# (B)(4).